Event description:
The customer reported that the 9800 system power cord was accidentally disconnected, then on reboot there was an x-ray disabled error message. This was outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.